Manufacturer narrative:
Lot number, expiration date and manufacture date are unknown, no information has been provided to date. Device evaluation: three photographs were submitted and reviewed along with this product malfunction report. Picture one shows a tracheal tube with the blue line and inflation balloon detached. Pictures two and three show a close-up of the tracheal tube, showing from where the blue line was detached. Per the submitted pictures the reported failure mode was confirmed. A retrospective review of the twelve months period (feb 2022 to feb 2023) was made for complaints related to this issue and no additional complaints were identified for the failure mode leaking. No lot number was provided therefore no device history report (DHR) review could be completed. No product sample was received; therefore, visual and functional testing could not be performed. The root cause for the issue could not be identified. If the product is returned, the manufacturer will reopen this complaint for further investigation. No corrective actions were performed since the root cause cannot be determined from the picture provided. Monitoring will continue for this failure condition in this product for future escalation.

Event description:
It was reported that the patient's pilot balloon from endotracheal tube (ett) has snapped from its insertion point leaving the patient with a ventilation leak. Patient was not mobilizing, not agitated and with critical care weakness myopathy therefore unable to lift arms and pull on the pilot balloon or ett. Checked that patient was safe and maintaining good volumes on the ventilator. Medical team called. Patient assessed and deemed appropriate for extubating. Patient was safely extubated to face mask.